Manufacturer narrative:
The initial MDR 2432235-2017-00545 was filed on october 4, 2017. Additional information (10/09/2017): the initial results were not reported to the physician(s). Corrected information (10/09/2017): a siemens customer service engineer (cse) was dispatched to the customer site to perform the troubleshooting on september 8, 2017. However, siemens was notified by the customer on september 13, 2017 of the discordant results obtained on september 8, 2017. Therefore, the correct "date received by manufacturer" for the initial report is september 13, 2017. Cannot updated this information as it is currently being used for this report.

Event description:
The initial results were not reported to the physician(s).

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse performed a nozzle wash and verified that the wash path was normal and there were no water droplets on the probe. The cse checked the probe alignment and verified its functioning. The cse replaced all probe wash and filled water bottle with fresh solution. The cse found bubbles inside ca_c and alb_c reagents. The bubbles were removed and a coefficient of variation check was run using level 2 quality control material and patient sample, which were acceptable. A full set of quality control was run, which was acceptable. It was confirmed with the customer that 5 percent of lamp coolant needs to be mixed with water before use. A siemens headquarter support center (hsc) specialist reviewed the service report and concluded that the potential cause of the issue was due to bubbles in ca_c and alb_c reagents. The presence of bubbles in the reagent is consistent with the observed imprecision. Once the bubbles were removed, the precision improved. The cause of the imprecise ca_c and alb_c results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Imprecise concentrated calcium (ca_c) and concentrated albumin (alb_c) results were obtained on patient samples on an advia chemistry xpt instrument. It is unknown which results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the imprecise ca_c and alb_c results.